Event description:
During follow up appointments to check and refill the lap bands, saline was noted to be little or none. This is contradictory to the flow sheet. Patient was taken to fluoro, contrast was added and the band was found to have leakage. Manufacturer is investigating the cause of leaks. It appears from their examination there are pin hole leaks in the balloon. They shared nationwide quality data with us. We are concerned with our cluster. They are following up with various questions regarding other end user training materials for post surgical follow up for inflating and deflating the balloon.